Event description:
A patient developed chills during dialysis. Also reported was that this patient received antibiotics and was sent to the hospital. The reporter of this event was contacted and additional information was received in 2005. The treatment sheets were received the next day. The rn reported that the patient had developed chills during dialysis. The rn also stated that this patient had arrived at the clinic already sick. On this patient's treatment day, he informed staff he had chills. Also the rn who reported stated that this clinic has involved infectious disease due to the high number of catheter related sepsis and infection. This patient does have a catheter access for hemodialysis. The reporter also shared that she had begun to hold inservices and teaching to the staff in order to reduce cross contamintion and reduce the high infection rate of catheter related sepsis within this clinic. For this event, this patient was treated with IV vancomycin 1 gram. A call was placed to 911, dialysis was completed, and the patient was transferred by the paramedics to the ER for treatment. The patient was admitted. The organism recovered was candida tropicalis. The patient was treated intravenously with vancomycin. This patient has recovered from this incident. The patient continues hemodialysis at this clinic. A sample is available.